Event description:
On (B)(6) 2012 it was reported high lv threshold and impedance. Lv daily measurements were turned off. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).